Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that during the surgery partial carbon dioxide (pco2) went to twenty (20). The blood gas analysis showed that actual pco2 was six (6). The perfusionist manually adjusted the value back to six (6), however, the value went back to twenty (20). The device was switched out, and continued to use same sensor. The problem did not return. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.